Event description:
(B)(6) 2026 08:22:33 (B)(4): sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in pump. Customer received low battery transmitter alert. Xmtr was fully charged before connecting to sensor. (B)(6) 2026 08:22:33 (B)(4): low/short transmitter battery lifetime customer reported the transmitter battery did not last 7 days. Transmitter was fully charged before it was connected to the sensor. (B)(6) 2026 08:22:33 (B)(4): transmitter charging customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light is flashing green and has not been used for more than 1 year. Advised charger is working properly and xmtr is charging. (B)(6) 2026 08:22:33 (B)(4): transmitter does not blink when connected to sensor or sensor warm up not started customer reports the transmitter did not blink when connected to the sensor or sensor warm up not started. Transmitter did not blink as expected when connected to the tester and/or removed from the charger. Transmitter led light may not be working properly

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of transmitter and place unit under microscope and found contamination/moisture damage at the connector pins, unable to continue with functional testing or verify loss communication and charging/led anomalies. In conclusion, the customer complaint of led/charging anomalies, and communication anomalies could not be confirmed, due to the moisture damage. The customer complaint of loss communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.